Event description:
It was reported a patient¿s spinal cord stimulator (scs) trial lead wire came loose. The patient started the trial 2 weeks prior to the monday before the report, and it was going great until the 2nd day. He was taking his dog for a walk and putting his sweater on and the stimulation just stopped. So the patient called the manufacturing representative and did troubleshooting. The patient ended up going back into the health care provider (hcp) office and it was discovered the lead was hanging there. It was reported that this was still enough time for him to know that he wanted to continue with the permanent implant. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).